Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: unknown lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that an infection occurred. Vegetation was observed but did not appear to be on the lead. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.